Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box shows evidence of multiple power on resets on (B)(6) 2014. The returned battery cap is able to tighten until the yellow o-ring is seated. No power loss or rebooting was duplicated with returned cap. The battery compartment is cracked from threads to the case seal. Investigators executed the 24 hours test using the returned battery cap with no power loss or rebooting issues, unable to reproduce customer complaint. The pump was open to further investigation but no internal issues were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.